Event description:
The customer reported the monitor was not working. The field service engineer indicated the issue was with both the monitors. This issue would prevent the live image from being viewed. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.